Event description:
It was reported that the right ventricular [rv] lead was oversensing and noise was present. It was also reported that the rv lead had an insulation breach. Additionally, the atrial lead was oversensing due to severe far field r waves (ffrw]. The rv and atrial leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.